Event description:
Healthcare professional reported left side "[capsular] contracture baker grade 3" and "a small amount of intracapsular fluid around" device. The device has been explanted.

Manufacturer narrative:
Initial email: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: a small amount of intracapsular fluid around the implant; capsular contracture, baker grade iii.